Event description:
Boston scientific received information that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) has a history of supraventricular tachycardia (svt). A review of the device memory found one episode recorded as a result of t-wave oversensing that led to an inappropriate charge. A second episode was recorded due to varying amplitudes which resulted in the delivery of one inappropriate shock. No adverse pt effects were reported. Changes were made to both the device programming and the pt's medication. The s-ICD remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.